Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected two opened used reservoirs. Inspected the reservoirs o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoirs filled with diluents, and connected to a new infusion set. Installed reservoir and connector into an insulin pump and the reservoir did not leak and also was not occluded.

Event description:
The customer reported that she was experiencing a leaking reservoir and had a blood glucose level of 101 mg/dl. Product is being returned. No further information was reported.